Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H.6 investigation summary: it was reported there was leakage in the packaging of the prefilled syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe in its packaging flow wrap. From the photo, it is not possible to observe the leakage reported. The physical sample analysis would be required to determine a probable root cause. A device history record review was completed for provided material number 306593, lot 2040573. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that the bd pre-filled normal saline syringe experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: during the inspection of the packaging, it was found that there was a leakage in the packaging of the pre filled catheter irrigator, which could not be used.